Manufacturer narrative:
Reported event of a broken cannula was confirmed. Received one ia12-100lpi in opened original package. Lot number was verified. Performed a visual inspection, the complaint was confirmed. The trocar was broken at the tip, based on the evaluation and photos provided, a likely cause of this issue is the application of excessive force during use. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs- do not use excessive downward force. Once partial entry has been accomplished, very little force is required to complete entry. Excessive force may cause injury to underlying anatomic structures. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the ias12-100lpi, airseal 12/100mm lpi port device was being used during robot-assisted endoscopic esophagectomy procedure on (B)(6) 2023 when it was reported "during robotic esophageal surgery, the surgeon noticed that the cannula was broken when the esophagus was cut with endo gia. Fragment was collected using forceps while checking visually and endoscopically." Further assessment questioning found that there was no report of injury, as well as no report of medical/surgical intervention or extended hospitalization required for the patient. It was also reported that the cut to the esophagus was intended in the procedure. The procedure was completed using the same alternate device. The current status of the patient was reported as "unknown". This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
Conmed japan reported on behalf of the customer that the ias12-100lpi, airseal 12/100mm lpi port device was being used during robot-assisted endoscopic esophagectomy procedure on (B)(6) 2023 when it was reported ¿ during robotic esophageal surgery, the surgeon noticed that the cannula was broken when the esophagus was cut with endo gia. Fragment was collected using forceps while checking visually and endoscopically." Further assessment questioning found that there was no report of injury, as well as no report of medical/surgical intervention or extended hospitalization required for the patient. It was also reported that the cut to the esophagus was intended in the procedure. The procedure was completed using the same alternate device. The current status of the patient was reported as ¿unknown¿. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. Device not yet received.